Event description:
The customer contacted beckman coulter inc (bec) to report receiving consistently elevated accutni results above the acute myocardial infraction cutoff for one patient's samples generated by the unicel dxc 660i synchron access clinical system. The results were reported out of the laboratory, and the patient underwent a coranorography that resulted normal due to elevated troponin results. Unknown to the customer if there was patient injury requiring medical intervention because of this procedure. The sample was repeated on an alternate method and a lower result was obtained. Both plasma and serum samples were collected and tested. The customer did not provide further sample information. System check and qc results were not provided by the customer. Service was not dispatched for this event. The sample was sent to customer product line support east for further investigation. Cpls performed interference testing and revealed an interference which likely relates to alkaline phosphatase. This interfering compound is distinct from heterophile antibodies and causes reproducible false positive results. Interference is the root cause for this event.

Manufacturer narrative:
(B)(4).